Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an urgent surgery for intestinal obstruction, the knife stopped at the distal end of the jaws at the firing on the small intestine. Then, the surgeon opened the manual override door, and a spring ejected from inside the device. The spring had fallen outside of the body. The ejected spring was retrieved . It was unknown that the knife reverse switch functioned. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).batch # t5cf5z. Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage and with a gst60b cartridge fully fired loaded on the device. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence. Upon further inspection, the spring firing trigger was noted to be loose and out of its intended position. While no conclusion could be reached as to how the spring firing trigger became out of position, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Once the device completed the firing sequence the knife returned home as intended. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.